Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:03 pm CT. The report number is being corrected from: 2134265-2018-64220 to: 2134265-2018-61100.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter with a touhy adaptor. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 4mm from the tip and approximately 15mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over the rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.